Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ it was also reported that the device was unplugged in order to clear an error, although the instruction manual states, ¿if the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw the thunderbeat instrument from the body cavity. Do not remove the transducer plug from the ultrasonic generator. Follow chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. Otherwise, the probe tip may break and fall off inside the body cavity.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that towards the end of a total laparoscopic hysterectomy procedure, the probe tip broke off into the patient and was retrieved. There was no reported patient injury. Prior to the breakage, the device had also generated an error message, which the physician cleared by unplugging the device and plugging it back in. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for broken off probe tip and error message. A 0.579 inch length of the probe tip was broken off and missing. An error message was generated during the probe check. The teflon pad was also deformed and split, with metal exposed underneath the pad.

Manufacturer narrative:
This supplemental report is being submitted to correct the model name and number, and update the customer contact information. The device was a thunderbeat 5 mm, 35 cm, front-actuated grip. ,model tb-0535fc. The event occurred during the colpotomy part of the tlh procedure. The customer contact is a nurse manager.